Manufacturer narrative:
H11 (additional manufacturer narrative) was corrected. This supplemental MDR was created to retract the submitted MDR. The reported event is not considered reportable. There was no device malfunction for the platform.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt lithium battery is stuck in the autopulse nxt platform (sn (B)(6) was confirmed during visual inspection. The battery was stuck and couldn't be removed from the returned platform. The root cause for the reported complaint was the damaged d-ring latch on the autopulse nxt lithium battery. The broken latch on the battery would prevent the customer from removing the battery, causing the battery to be "stuck" in the platform's battery compartment. During visual inspection, the battery with a broken d-ring latch was stuck inside the battery compartment, thus confirming the reported complaint. The damaged battery was removed from the platform to remedy the issue. Per the autopulse nxt user guide, always inspect the battery for damage prior to insertion into either the platform or battery charger. Never place a damaged battery into the platform or battery charger. The autopulse nxt platform passed the initial functional testing without any fault or error after removal of the battery. The platform was tested using the medium zoll test fixture (mztf) with several batteries until they were fully discharged without any faults or errors. Following service, the autopulse nxt platform passed the run-in test until discharged without any fault or error. The autopulse nxt platform passed the final testing without any fault or error.

Event description:
The customer reported that the autopulse nxt lithium battery (sn (B)(6) is stuck in the autopulse nxt platform (sn (b)6). The ring to the battery has come off. The customer is unable to remove the battery from the device. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.